Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. The end user stated that one side of the bed works while the other does not. She also explained that when she brought the bed up, it would not come back down. MDR filed.